Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's wireless battery module shut down on its own even if it is fully charged. Then it gives the message improper shutdown. It was also reported there was no patient involvement.